Event description:
The patient presented to the hospital and was admitted due to multiple shocks. Review of the egms revealed noise like signals on the sense/pace channel. Upon explant, externalized conductors between the svc and rv coil was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed insulation abrasions. Fractured coil due to stress near the helix shaft was also noted.

Manufacturer narrative:
Correction: analysis confirmed the reported noise resulted from a fracture of the inner coil near the helix shaft. Internal insulation abrasions were found under the rv shock coil at 2.9-5.4cm from the distal tip, under the svc shock coil at 20.2-20.3cm from the distal tip. Internal insulation abrasions were noted at 10.4-13.5cm and 31-31.4cm from the distal tip. The re conductors were visible in these locations, but the etfe coating was intact.